Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Investigation conclusion: no sample, no lot. Root cause description: no sample, no lot. Rationale: no sample, no.

Event description:
It was reported that unspecified bd¿ catheter leaked. No serious injury or medical intervention was reported. Verbatim: "it was found liquid leakage at catheter adaptor, then changed a new one. Md registration certificate# (B)(4).